Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("very nearly committed suicide because I was in so much pain and had been for 4 years"), paralysis ("become paralysed") and suicidal ideation ("very nearly committed suicide because I was in so much pain and had been for 4 years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paralysis (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (surgery in order to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, paralysis, suicidal ideation, fibromyalgia and depression outcome was unknown. The reporter provided no causality assessment for depression, fibromyalgia, paralysis, pelvic pain and suicidal ideation with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was very nearly to commit suicide because she was in so much pain and had been for 4 years (seen as pelvic pain and suicidal ideation). Also consumer became paralysed (seen as paralysis). A surgery to remove essure was performed approximately 4 years after insertion. The reported events are serious due to medical importance. Pelvic pain is anticipated while other events are unanticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started during essure's use. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. Regarding the events suicidal ideation and paralysis, consumer had depression and fibromyalgia that can be an alternative explanation for both events, besides that essure acts locally in fallopian tubes. Thus, causality with both events can be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 16-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('very nearly committed suicide because I was in so much pain and had been for 4 years') and paralysis ('become paralysed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and suicidal ideation ("very nearly committed suicide because I was in so much pain and had been for 4 years"), lasting 4 years and experienced paralysis (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, paralysis, suicidal ideation, fibromyalgia and depression outcome was unknown. The reporter considered depression, fibromyalgia, paralysis, pelvic pain and suicidal ideation to be related to essure. The reporter commented: in 2013 the patient had essure implanted and it ruined her life. She got a cardiac defibrillator and she got a rare genetic disease few months after she had essure removed. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 14-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('very nearly committed suicide because I was in so much pain and had been for 4 years') and paralysis ('become paralysed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and suicidal ideation ("very nearly committed suicide because I was in so much pain and had been for 4 years"), lasting 4 years and experienced paralysis (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, paralysis, suicidal ideation, fibromyalgia and depression outcome was unknown. The reporter considered depression, fibromyalgia, paralysis, pelvic pain and suicidal ideation to be related to essure. The reporter commented: in 2013 the patient had essure implanted and it ruined her life. She got a cardiac defibrillator and she got a rare genetic disease few months after she had essure removed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in na unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: health authority confirmed that this report was a duplicate to bayer record #: (B)(4) (medwatch 3500a MFR number 2951250-2020-03962, (B)(4)) which will be deleted from bayer safety database after all information was transferred to this record #: (B)(4) which will be retained. New: reporter lawyer from united states was added. Patient considered the events were related to essure. Comment added: "in 2013 the patient had essure implanted and it ruined her life. She got a cardiac defibrillator and she got a rare genetic disease few months after she had essure removed." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("very nearly committed suicide because I was in so much pain and had been for 4 years"), paralysis ("become paralysed") and suicidal ideation ("very nearly committed suicide because I was in so much pain and had been for 4 years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paralysis (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (surgery in order to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, paralysis, suicidal ideation, fibromyalgia and depression outcome was unknown. The reporter provided no causality assessment for depression, fibromyalgia, paralysis, pelvic pain and suicidal ideation with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.783 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was very nearly to commit suicide because she was in so much pain and had been for 4 years (seen as pelvic pain and suicidal ideation). Also consumer became paralysed (seen as paralysis). A surgery to remove essure was performed approximately 4 years after insertion. The reported events are serious due to medical importance. Pelvic pain is anticipated while other events are unanticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started during essure's use. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. Regarding the events suicidal ideation and paralysis, consumer had depression and fibromyalgia that can be an alternative explanation for both events, besides that essure acts locally in fallopian tubes. Thus, causality with both events can be excluded. This case was regarded as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.